Manufacturer narrative:
An additional lot number was reported (lot # m016496) as the contact did not remember which box the cartridge came from. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that patient line separated from the cartridge head. The customer's blood glucose level was 113 mg/dl. The customer was able to load a new cartridge.